Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the potential causes for the reported event could be the image was blurred due to damage of the charge coupled device (ccd) unit, a sliding error of the movable l-range in the zoom scope, an occurrence within the allowable range, or damage/deformation of the connector. However, as the issue could not be confirmed, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: ·operation manual. - inspection of the endoscopic system. ·operation manual. Important information ¿ please read before use. - warnings and cautions. During inspection and testing of the returned device, service observed focus function err e204 on the image when the processor was turned on and there was no lta function, due to the disconnection of the zoom wire. The insertion tube insulation was out of specification (4 ohm). The angulation in the up direction was out of specification. The control knob movement had low tension. The light guide tube had buckling. The scope connector was opened, and the water detection sticker had been activated but was dry. The charge coupled device (ccd) unit was replaced due to failure. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a focus error (blurry image) with the subject device. There was no patient or user injury reported due to the event. No further information was provided. The device was returned to an olympus service center for evaluation.